Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer experienced an elevated blood glucose (bg) level between 250 mg/dl and high. Customer believed that there were air bubbles in the tubing. Reportedly, customer would deliver a bolus to address the issue.